Event description:
It was reported that, "patient experienced pain and locking. Surgeon removed set screw with torque wrench, removed insert noting broken support post, replacement with new insert, torqued in screw."